Manufacturer narrative:
Article citation: dangda, sonal, et al. ¿open conjunctival approach for sub-tenon¿s xen gel stent placement and bleb morphology by anterior segment optical coherence tomography.¿ journal of glaucoma, vol. Publish ahead of print, 2021. Crossref, doi:10.1097/ijg.0000000000001929. Clarification to age or date of birth: mean age was 69.4 ± 8.0 years. Clarification to implant date: implant dates range 2016 through (B)(6) 2018. (B)(4). The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
Reported events of 2 eyes with iop spike > 30 mmhg on postoperative day 1, one of these eyes was due to viscoelastic in the anterior chamber and blood clot blocking the tube lumen; 1 eye underwent needling at postoperative week 3, which showed evidence of an occlusion of the distal end of the implant tip; 1 eye underwent needling at postoperative week 6, then required placement of a glaucoma drainage implant (gdi) at postoperative month 7; were noted in the article "open conjunctival approach for sub-tenon's xen gel stent placement and bleb morphology by anterior segment optical coherence tomography" journal of glaucoma, epub ahead of print.